Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain complete patient information. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that following recent trauma the patient experienced ineffective therapy. Diagnostics revealed high impedances on both leads. X-ray imaging revealed migration of one lead. As a result, surgical intervention was undertaken on (B)(6) 2026 wherein one lead was replaced and one lead was explanted.